Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6)2010, inratio 1.2, lab 2.8. Patient has an inr of 5.0 last week. Adjusted coumadin dosage prior to testing 1.2 this week. Lab draw was done within 10 minutes. Patient was not on heparin/lovanox, not recently hospitalized, no antibiotics, no changes in diet, no cancer dialysis. Patient at 5.0 had no bruising or bleeding.

Manufacturer narrative:
Investigation pending.